Event description:
Caller reported that a malfunction occurred with their pump after it fell off the counter. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use a backup therapy, mdi, to ensure insulin delivery continues uninterrupted. A replacement pump with updated software was sent, and the customer was informed about the necessary steps for using it and returning the malfunctioning pump. The customer understood the instructions and the pump was dispatched without requiring a delivery signature.